Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the usb to db9 cable were noted during testing. The usb to db9 cable performed according to functional specifications.

Event description:
The tablet usb serial cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the vns programming tablet was receiving an error message associated with a serial cable issue. The communication issue was reportedly narrowed down to the tablet serial cable. Good faith attempts for product return have been unsuccessful to date; the suspect cable has not been received to date.

Manufacturer narrative:
Device manufacturing records reviewed. Review of the tablet device history records confirmed all quality specifications were met prior to distribution.